Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the esc button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he attempted to give himself insulin. The customer was in the hospital with a blood glucose level of 300 mg/dl. His hospital visit was unrelated to the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.